Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in regards to a clinical patient. It was reported that the patient was not receiving adequate therapy, due to the patient falling. Upon investigation, high impedances were found, as well as, x-rays were performed showing that an extension had fractured. As a result, the patient's extension was explanted and replaced addressing the issue.